Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in lens case vial. Visual inspection found no visible damage to the lens.dimensional inspection found lens within specification. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -9.0/2.0/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os ) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault. The reporter stated that after explanting the lens the problem resolved, patient is wearing contact lenses as before and is in good condition. At last visit bcva was 20/20. The surgeon does not plan to implant another lens.